Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial standstill. It was also reported that the right atrial (ra) lead exhibited no capture and the patient was pacing in the right atrial (ra) lead in the forties. The lead remains in use. No patient complications have been reported as a result of this event.